Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem, it is very hard and refuses to activate, the patient could only use the pump one in every five attempts. Otherwise, the pump bulb would not depress. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem, it is very hard and refuses to activate, the patient could only use the pump one in every five attempts. Otherwise, the pump bulb would not depress. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.